Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of damage to the device or connector pins. Additional visual inspection showed saline residue in the tubing. There was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. The device was cut apart and the flow restrictor was blocked. The reason for return was confirmed for no saline flow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a cardioblate lp device, during a surgical radiofrequency ablation procedure the device experienced an unexplained leakage. Despite various troubleshooting methods, the issue could not be resolved. The device was replaced. There were no patient complications. Medtronic received additional information that the bottom of the jaws leaked with a jet, completely imposing normal surgical atrial fibrillation ablation.